Event description:
It was reported that during a vt episode, atp was administered which accelerated the rhythm into a vf. The ICD attempted vf therapy six times, but did not convert the patient. An alert for out of range hv impedance was noted along with other alerts. The patient was rescued externally. The lead was capped and replaced.